Event description:
Customer's spouse reported customer feeling groggy, out of it, and talking non-sense. Customer's spouse called 911. Paramedics device = 38 mg/dl. Customer was taken to the hosp and given an IV. Several days later, customer felt hypoglycemia and went to the fire station. Fire station device = 88 mg/dl. No treatment was received. The next day, customer went to the fire station again due to felling low. Fire station deivce = in the low 80s mg/dl. Customer was given orange juice. A request was made for return product and replacement product was sent.